Event description:
An av fistula/perforation was reported during a conference presentation. It was reported to be resolved quickly. Additional patient and procedural information has been requested; a follow up report will be filed if further information becomes available.